Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose of 600 mg/dl and 481 mg/dl. Customer stated that insulin pump had insulin flow blocked alarm and event was resolved by changing complete set. Customer mentioned that was feeling good for now and just called health care professional. Insulin pump will not be returned for analysis.